Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that this issue has occurred 3 times. Customer's blood glucose level was 81 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that he was unable to exit the preparing to prime loop. Customer was advised to disconnect from the pump. Customer stated that the drive support cap was sticking out but he never noticed it. Insulin pump will need to be replaced. Customer stated that he got the pump working and was going to wear it anyway. Customer was advised to be careful of the drive support cap. Customer stated that medtronic has informed him to not use pump before and he has used them anyway. No additional information provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found in report.

Event description:
The customer reported that the insulin pump alarmed for no delivery during the manual prime and that the drive support cap popped out again. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).